Event description:
Treatment of an aneurysm. It was reported that the coil prematurely detached during repositioning. The physician decided not to retrieve the implant coil due to difficulty re-access to the aneurysm. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device has been evaluated. The evaluation could not determine the cause of the event. (B)(4).